Event description:
It was reported that the left anterior screw could not be inserted in the 19mm staple. The screw head did not fit through the staple during final tightening. The surgeon was able to implant one 6.5 screw but left it proud. When the surgeon went to implant the second screw, it also would not fit into the staple. The surgeon removed the second screw and tried to remove the first one as well. The surgeon was unable to back the first screw out. The surgeon eventually was able to implant another 6.5 screw at an angle but left it proud as well. The surgery was extended by one hour.

Manufacturer narrative:
(B) (4). The product was not returned for eval. No imaging films were provided to the MFR.